Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01359. This report is being submitted as additional information. The reported event of no external power alarms was confirmed via the evaluation of the submitted log file. The log file contained approximately 33 days of data (dated 15feb2018 ¿ 20mar2018, per the time stamp). On (B)(6) 2018 at 20:41, while connected to battery power, both power cables were disconnected during a power source exchange; no external power alarm along with low battery advisory/hazard alarms were active during this event. On (B)(6) 2018 at 18:27, the rsoc voltage levels of both power cables fell from the expected ~12v down to ~3.2v due to multiple events of ac power loss; no external power and low power hazard alarms were observed active and lasted for approximately two minutes. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and suggested an intermittent loss of power. The pump support was not affected and the system was supported by the backup battery during the event. There were no other notable alarms active in the log file. The mobile power unit and the power cord were not returned to abbott for evaluation. Based on the log file analysis, a root cause for the no external power alarm was determined to be related to a loss of the ac power. The patient remains ongoing on vad support with no further issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that no external power alarms were observed. The patient was asymptomatic. It was reported that the cause of the no external power alarm could not be determined. Log file analysis completed by the manufacturer¿s technical services representative revealed no external power alarms while utilizing the mobile power unit (mpu). No additional information was provided.